Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed. In artemis, the 23098 and 40084 errors were found indicating brake state mismatch error and a communication link is down on usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where the 40100 error was triggered indicating fault on the usm, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the clock-spring, parallelogram, and rolling loop fiber assemblies. Once testing was completed, the clock-spring, parallelogram, and rolling loop fiber assemblies were tested and were verified to be the source of the fault. The probable root cause is attributed to the clock spring, parallelogram and rolling loop fibers in the usm. The issue can be resolved by replacing the usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the customer reported to technical service engineer (tse) that after the case was completed universal surgical manipulator (usm) arm 2 errors were observed. Tse viewed system logs and confirmed issues for usm 2. The customer disabled the usm arm to continue as a three-arm procedure. The procedure was completed with no reported injury.